Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a procedure performed on (B)(6) 2019. According to the complainant, during preparation, the zero tip basket was reported to be impossible to use. The complainant stated that when opening the package, the basket was found broken and a blank protective tip was missed. The procedure was completed with another zero tip basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted